Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. Struts 1-3 were twisted and pulled distally. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-feb-2017.   It was reported that insertion and crossing difficulties were encountered.    The target lesion was located in a coronary vessel. A 2.75 x 28 synergy¿ stent was advanced; however, resistance was encountered upon insertion and the device was not able to cross the target lesion. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed stent damage.